Event description:
It was reported that the patient presented to the emergency room bradycardic and in need of external pacing. Upon initial interrogation, the device appeared to be working appropriately, but when it was reinterrogated, the rv (right ventricular) thresholds had increased significantly. An ECG showed loss of capture, but it couldn't be reproduced. Lead impedance trends were stable, and no issues could be identified. The patient stated that he had been symptomatic for some time and had been treated for vertigo. He stated he would see sparks and then pass out. The device and leads were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. Other: it was reported that the patient presented to the emergency room bradycardic and in need of external pacing. Upon initial interrogation, the device appeared to be working appropriately, but when it was reinterrogated, the rv (right ventricular) thresholds had increased significantly. An ECG showed loss of capture, but it couldn't be reproduced. Lead impedance trends were stable, and no issues could be identified. The patient stated that he had been symptomatic for some time and had been treated for vertigo. He stated he would see sparks and then pass out. The device and leads were replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: battery, end of life - expected, device evaluated and alleged failure could not be duplicated. Capture, failure to, high threshold.